Manufacturer narrative:
Mts received a sample for investigation. Customer complaint was not verified at mts. Pt is most likely a partial d example ( weak d) with anti-d, reacting consistently in anti-d gel at mts. This may explain the pos dat and auto control obtained by the customer and also at mts in tube. Although incident is most likely sample related, gel card malfunction cannot be ruled out. Labeling cautions the user as follows: very weak expressions of the d antigen may not be detected by the mts monoclonal anti-d gel card. In instances where confirmation of d negative antigen status is required, negative d reactions obtained with the mts monoclonal anti-d should be retested with an anti-d reagent licensed for antiglobulin phase testing. Less than optimal test cell concentrations may result in test reactions, which cannot be fully observed. A d+ pt erroneously typed as d negative: (1) would receive d negative blood and (2) might receive anti-d immunoglobulin during or after pregnancy or after transfusion of d positive blood transfusion of d negative blood products to a d positive pt is of no clinical significance. The unnecessary receipt of anti-d immunoglobulin carries a risk of adverse reactions. The likelihood of a serious injury is remote in this situation. A false negative result would lead to withholding of anti-d immunoglobulin in a non-rhd immunized mother and subsequent risk (1-10%) of d immunization. The severity level is severe/life threatening due to the cumulative potential risks of a false negative. Although serious transfusion reactions due to anti-d are not usual, they are not remote.

Event description:
Customer reported that a pt's sample tested with mts a/b/d monoclonal and reverse grouping card lot # 042806037-13 failed to react in the anti-d microtube.